Event description:
It was reported the patient had a cardiac arrest at home and was sent to the emergency room. Upon interrogation, a back- up vvi message was received. There was an intermittent loss of telemetry and the interrogation could not be completed. Patient remained in the hospital in stable condition with temporary pacing. Two days later, complete loss of telemetry was observed. It was noted that a previous transmission indicated the device had reached eri. Device w as explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported short eri to eos margin was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. However, rapid depletion from eri to eos was observed. The device was tested on the bench and in the automated system and no anomalies were found. The battery was sent back to the manufacturer for further analysis and no anomalies were found. The cause of the rapid depletion from eri to eos was not determined.